Event description:
Dr. Was drilling a hole in the donor bone plug when the drill pin broke off in the bone. The dr. Removed the piece and proceeded with surgery. When the fragment was removed and the area was irregated. An xray was taken post op and the fragment was gone.